Event description:
It has been reported to philips that the system did not complete the boot up sequence. It froze at the 0:00 countdown screen. The system was not in clinical use at the time of the reported event. There was no reported patient or user harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the room will not shut down or reboot. Review of the system log file showed that a frame grabber card initialization error resulted in the system not being able to complete the startup sequence. The frame grabber captures the video from the allura system. The frame grabber card in the flexvision pc failed. Due to manufacturing issues, the frame grabber card may not function as intended, leading to issues with the system's flexvision pc. Philips has implemented a medical device correction z-1144-2024. To resolve the issue, fse replaced the flexvision pc and downloaded operating software, applications, and firmware to the flexvision pc. After replacement, the system was returned to use in good working order. The flexvision pc has been returned to philips for failure analysis, and the failed component was identified as the power supply. The codes were updated based on the investigation outcome.